Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber cap was detached while the fiber was being removed from the patients body, after 291,690 joules of use. The fiber cap was irrigated out of the bladder. The procedure was completed with a second device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The reported clinical observation of fiber cap detachment was not confirmed as the cap was attached to the fiber upon return of the device. However, visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber cap was detached while the fiber was being removed from the patients body, after 291,690 joules of use. The fiber cap was irrigated out of the bladder. The procedure was completed with a second device without patient complications.